Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that this device showed approximately 10 months remaining longevity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting progressively faster over the prior year. Device replacement was recommended. This device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information become available.

Event description:
It was reported that this device showed approximately 10 months remaining longevity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting progressively faster over the prior year. Device replacement was recommended. Available information indicates this device remains in service at this time. No adverse patient effects were reported.